Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the pt's left knee and lysis of adhesions and mua . It was reported via the stryker facebook homepage, "I have both knees replaced. Both by same dr/clinic and are stryker knees and done using maco. Right knee done (B)(6) 2018 and at least 3 manual manipulations and 6.5 months of physical therapy. Left knee was replaced (B)(6) 2019. 1 manual manipulations pt june thru dec 2019. Then lysis of adhesions and another manual manipulations april 2020. (B)(6) 2021 had arthrotomy on left knee (opening up of knee again) and another manual manipulation of right knee and more pt through feb 2022. Oct 2022 went for checkup had lost a lot of movement in left knee again. My options were more pt, another total replacement, get a second opinion. I did some more pt still not much better. So I sought out a second opinion and was finally able to get an apt at ohsu (well known teaching hospital and clinics). Outcome - the best way to fix is another total knee replacement. I wasn't quiet ready for the pain again. This dr said she does her replacements a little differently. My motion in the left knee is very limited, very difficult to bend. If I'm on my feet too long I have difficulty walking. There are times I have to use my cane. Don't even have 90 degree bend. We were able to get right one to 120 but it has digressed to about 90."